Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited loss of capture (loc) and no sensing measurements. A chest x-ray was obtained and lead dislodgement was confirmed. A lead revision was performed where this lead was successfully repositioned and other than the procedure, no adverse patient effects were reported. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.